Event description:
The account reported the side rail is broke and need a technician for repair. The bed was located at the facility. There was no pt/user injury reported. (B)(4).

Manufacturer narrative:
The tech found debris in the side rail latch and it was stopping the latch from locking in place. The most likely cause is normal daily usage where contaminants can get into the latching mechanism. Per the hill-rom service manual the totalcare bed system requires an effective maintenance program. We recommend that you perform a semi-annual preventative maintenance. Preventative maintenance will minimize downtime due to excessive wear. Test the side rail for proper latching. When the side rail is latched, an audible click should be heard. Gently pull on the side rail to make sure it is latched properly. If latching is difficult, make sure that the latch is clean and inspect for obstructions. If wear is found, replace the latch components. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. The tech removed the debris and cleaned the side rail latch mechanism to resolve the issue. Based on this info, no further action is required.